Manufacturer narrative:
The device was not returned as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation for cerebral aneurysm embolization, the marker band of the marathon microcatheter got dislodged during shaping of the catheter tip. A new same size catheter was used to complete the procedure.